Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke during the insertion on the applier. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1700382 was manufactured on 11/21/2017 a total of (B)(4) pieces. Lot was released on 11/23/2017. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73d1800403, the samples were functionally inspected, and during the inspection issue reported "clips broken" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that the clips broke during the insertion on the applier. There was no reported patient injury.